Manufacturer narrative:
Lead 4592-53; implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds, loss of capture, and low impedances on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.